Event description:
While trying to advance stent into the vessel, the stent catheter broke into two parts and stent came off the delivery balloon. Second balloon was inserted, crushed/flattened stent against vessel wall. Flattened stent migrated to distal circumflex. Unable to retrieve.